Event description:
When the device was used during a laparoscopic bowel resection procedure, the surgeon put it through the trocar and into the abdomen. The cartridge fell out once inside the abdomen. Physician used a grasper to pull there load out of the abdomen. He opened another device and ocmpleted the case without incident. There was no reported pt consequence.